Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the dispenser unit was defective. The fse replaced the dispenser unit to resolve the issue. The fse performed comparison tests and results passed. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(4). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for cholesterol, glucose and albumin on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.